Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, when conducting a periodical check on the cuff's air pressure, some water was observed in the pilot balloon and the inflation line. After removing the water from those parts, the customer saw some water in the cuff as well. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual examination of the cuff and pilot balloon. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence, the root cause is unknown as the complaint was not confirmed.